Event description:
It was reported to philips the device turned off while the crew was attempting to obtain a 12 lead ECG. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device turned off during patient care. Additional details have been requested. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.